Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked belt clip slot and minor scratches on the display window.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the keypad was not working. Customer also mentioned a no delivery alarm. Customer's blood glucose reading at the time of the call was 219 mg/dl. No further information reported.